Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination under key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the keypad buttons were intermittently unresponsive. The keypad cover was opened and evidence of contamination was found under all key contacts. Unrelated to the keypad issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).